Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received that a high shock impedance measurement was observed at one point at elective replacement indicator (eri). It was noted that the patient was in heart failure. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received that a high shock impedance measurement was observed at one point at elective replacement indicator (eri). It was noted that the patient was in heart failure. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additional information was received that a high shock impedance measurement was observed at one point at elective replacement indicator (eri). It was noted that the patient was in heart failure. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.